Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per the instructions for use and the iab was inserted via the pt's left femoral artery using a teflon sheath. Soon after the iab was inserted, the fiberoptix sensor (fos) light bulb icon on the pump display disappeared therefore, the fos could not be used and a transducer was used. The pump gave an "fos signal weak" alarm however, the staff does not know when this pump gave the alarm. After three days of intra-aortic balloon pump (iabp) therapy, blood was seen in the gas driveline tubing. The iab and teflon sheath were removed as one unit. It is unk if another iab was inserted. Additional info was received on (B)(6) 2012, that after three days of iabp therapy using the transducer, the blood was noted in the driveline tubing. It was also reported that the pt was restless.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.